Event description:
I have what is known as nodat, which is the development of diabetes mellitus after solid organ transplantation. Nodat frequently occurs, increasing the risk of infection as well as mortality rates. I had a kidney transplant in 2016. I have been using the libre at sensor for my diabetes, and 2 sensors caused a bad infection that led me to the ER, I had an abscess, which was very painful; they had to lance it and get the pus out. The sensors have also given me bad readings, saying my glucose is low when it's not. This has happened many times. Thank god I can physically tell when my glucose is low. I will be getting my medical record from that day from the hospital. Patient codes: 1930, 1690, 1994, 1812. Device code: 1535. Ref report: mw5180495.